Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's infection. No qualification and sterilization records were reviewed as not product lot number was reported. The omnipod user guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider, and treat the infection according to instructions from your healthcare provider," and advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."

Event description:
The patient reported that he had a (B)(6) infection at the infusion site, a big "knot". His healthcare practitioner recommended antibiotics, more frequent pod changed and using a medicated scrub to clean the infusion site. He stated that the pod was discarded and that the infection is going away.